Event description:
The patient (pt) reported that since implant their implanted neurostimulator (ins) had never really worked good. They had tried adj usting therapy, but they ended up stopping the use of the device 3 years prior to this call. The pt explained that the ins was really big and when they twisted a certain way, it got stuck and the pt would cramp. The pt confirmed that after they turned the therapy off, they would not experience this. The pt reported they think the ins was not put in the right spot. The pt added that they need an MRI due to a spine injury, and they needed a new programmer. MRI guidelines were reviewed with the pt and physician listings were sent to the pt. The pt was redirected to sunmed to request a replacement programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.